Event description:
N/a.

Event description:
This report is 2 of 2 for the screw sleeve (cev7145b6) used during this event and is related to mfg number: 3003249645-2024-00045. It was reported that when the trocar was placed on the abdominal wall, it broke in two, leaving a large part in the abdominal wall. The doctor managed to extract the piece. There was no suspected injury to the patient. It is unknown whether the event led to an increase in surgery time.

Manufacturer narrative:
The screw sleeve (cev7145b6) was returned for evaluation: failure analysis: evaluation of the screw sleeve verified the complaint reported by the customer as valid. The trocar was broken in two. Root cause analysis: it was determined that the breakage was likely due to excessive force applied during assembly and use with the trocar head.